Event description:
It was reported that the patient experienced left cylinder extrusion through the urethra with a spectra penile prosthesis (spp). A surgical procedure was performed in which the cylinder was removed. It was indicated that the right cylinder remained implanted as the erection was still satisfactory. A month later, the remaining rod extruded through the urethra. It was indicated that there was no penile trauma or sexual intercourse with exaggerated force leading to the extrusion. No further information was provided.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced right cylinder extrusion through the urethra with a spectra penile prosthesis (spp). It was indicated that there was no penile trauma or sexual intercourse with exaggerated force leading to the extrusion.